Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp felt overfilled while using the pac-xtra cycler for apd therapy. Hcp relates that the hp has a history of pulmonary difficulties with asthma and copd and experienced shortness of breath during therapy. The hp was placed into a manual drain and 4,025mls of fluid was removed, which is 1,025mls greater than the programmed fill volume of 3,000mls. Rn relates that an ultrafiltrate alarm 1 occurred during therapy. Hcp reportedly suspected either the cycler was not working correctly or that the patient was having fluid flow restrictions on the transfer set, so hcp replaced the transfer set and had the cycler evaluated by a baxter field service engineer. The transfer set was discarded and there was no patient injury or medical intervention as a result of this incident.